Event description:
Occurred twice, 11/25/96 and 11/26/96. Could not identify the exact lot number. Luer connector removed completely from tubing. Minimal blood loss due to occurring at hook-up and nurse right here. Does not feel luer connector fits well for hook-up like needles. Also, commented a dialysis port broke off when removing our avf.